Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, it was reported that the lesion being treated was described as closure at the left anterior descending (lad) and a critical vasoconstriction of the big diagonal branch which could have contributed to the reported separation. The guide wire was not returned which may have aided in the evaluation. A search of the lot history record indicated no non conforming material reports for the lot and a search of the complaint-handling database indicates no related incidents. In summary, based on this investigation, there is no indication of a product quality deficiency. A conclusive cause could not be determined for the reported guide wire tip separation. Manufacturing performs a visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs an outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during a procedure of the occluded, left anterior descending (lad) artery, and critical vasoconstriction of the big diagonal branch the balance middleweight guide wire was used, however, the distal tip of the guide wire separated in the diagonal branch and remains in the patient anatomy. There was no clinically significant delay in the procedure due to the device issue. There was no reported adverse patient sequela. The patient is currently under a drug regime related to the disease and was discharged from the hospital. Though requested, no additional information was provided.